Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log file confirmed the elevations in pump power and flow; however, a specific cause for these findings could not be conclusively determined through this evaluation. The submitted log file contained events and data from 05jul2025 through 16jul2025. Intermittent elevations in pump power and flow were observed throughout the file with values reaching up to 9.3 watts and 11.1 liters per minute (lpm), respectively. No other notable alarms or events, or significant fluctuations in pump parameters were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The patient remains ongoing on hmii lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. B, is currently available. Section 1 of the IFU, ¿introduction¿ lists stroke as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 of the IFU also provides an explanation of all pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. It is also noted that any increase in power not related to increased flow causes erroneously high flow readings. Section 6, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as the suggested anticoagulation modifications. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient information has not been provided by the site. Section d4: device serial number was not provided, so the expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a stroke. The patient had occasionally seen abnormally high flows in the recent past. Following review, log files contained intermittent elevations in power and flow. The parameters seen did not appear to have been the result of any equipment malfunction. Additionally, the log files also contained clusters of pulsatility index (pi) events.

Event description:
Additional information was provided on 23jul2025. The cause of the elevated power was only noted to be based on the initial log file review that it did not result from an equipment malfunction. The event had resolved, as there were no other reports of elevated powers or flows. The stroke was diagnosed as a right middle cerebral artery (rmca) embolic stroke. The patient had a history of strokes and gastrointestinal bleeding (gib) and was maintained on a lower anticoagulation goal of 1.5 to 2, which may have contributed to the event. Symptoms exhibited included facial droop, confusion, and slurred speech. No treatment was given for the stroke. The patient had regained most functionality, but had deficits from a previous stroke remain. The patient¿s condition had improved, and the plan of care included discharge to home with home health nursing, physical therapy, occupational therapy, and speech therapy. Functionality was noted too high for outpatient rehabilitation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was provided on 18aug2025 that the patient history of gib and strokes were both post implant. Strokes onset was 2014 and gib onset was 2018. Per the site, the patient would receive monthly octreotide injections, and hemoglobin and hematocrit levels would be monitored.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.